Event description:
The electrical component became disengaged from the end of the catheter handle during the procedure. The catheter was removed and replaced with a new catheter. It does not appear that we have seen this type of problem in the past. No harm came to this patient.